Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Between 25-feb-2015 and 13-apr-2016 max rv capture threshold was greater than 2.5 v and consistently remained greater than 2.5 v. Rv pacing impedance is within range.

Event description:
It was reported that the patient was admitted to the hospital due to palpitations and chest discomfort. A device check was conducted and unstable ventricular threshold was noted. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Between (B)(4) 2015 and (B)(4) 2016 max rv capture threshold was greater than 2.5 v and consistently remained greater than 2.5 v. Rv pacing impedance is within range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that every 10 to 20 paces, the lead had failed to pace. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.